Event description:
It was reported that the device doesn't function. Patient involvement is unknown.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Device evaluation: one device was returned for investigation. Visual inspection found the device came in good condition, small wears and tears on the device. Functional testing found the disposable was not recognized. The complaint was confirmed. Root cause was attributed to a defective microswitch, which was replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.